Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency for unknown reasons. Upon interrogation, the right atrial lead exhibited high impedance and intermittent loss of capture. The right ventricular lead also exhibited intermittent loss of capture. The leads were capped and replaced successfully on (B)(6) 2018. The patient was in stable condition during and post surgery.